Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a uvc. The customer reported that the catheter developed a hole at the junction of the hub and the line. The customer also reported that this was a result of the nurse folding the catheter back on its self. The nurse folded the catheter on itself to stop the flow, which then caused a hole in the catheter. The catheter needed to be pulled, it was not replaced, there was no pt harm.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).